Manufacturer narrative:
The reported events were lead dislodgement, low pacing lead impedance, high pacing threshold, over sensing and far p oversensing. As received, a complete lead was returned in one piece with the helix extended within specification and was clogged with blood/tissue. The reported events of low pacing lead impedance, high pacing threshold, over sensing and far p oversensing were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, decreased pacing impedance, increased capture threshold, decreased sensing resulting in oversensing and far-field p-wave oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.